Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the following: date of event was (B)(6)2018. Date of implantation was (B)(6) 2014. The patient also experienced bilateral capsular contracture baker grade unknown. The patient underwent device removal on (B)(6) 2018 and the devices were not replaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 300cc and experienced unspecified autoimmune issues and other unspecified issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It was also reported that during the revision surgery, the patient underwent re-insertion of the primary augmentation breast implants. Re-insertion of explanted devices is an off-label use for this product. This report is for the right breast prosthesis.